Event description:
It was reported that the patient had a loss of therapeutic effect. The patient noticed a week ago that her symptoms were returning and her symptoms on the left side were worse than the right. The patient was also not getting communication with her right implantable neurostimulator (ins) with the patient programmer. The night prior to the report the patient had a weird feeling in her left hand and a shock. The patient used the programmer that night, but could not get a reading. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0343652v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).